Event description:
Edwards learned through the implant patient registry that a 27mm mitral valve was explanted after an implant duration of approximately one (1) year and ten (10) months. The reason for explant is unknown. The explanted device was replaced with a model 6900p 25mm mitral valve. No additional information has been provided.

Manufacturer narrative:
Attempts to gain additional information regarding the event and patient condition, and return of the device for evaluation, have been unsuccessful. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. If new information is received, a follow up report will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant have been unsuccessful; therefore, the root cause for explant of this device remains indeterminable.